Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. The pump was returned to the biomedical department with an unsigned note that stated, "pump infusing air if IV bag is empty; no alarm goes off, just keeps infusing." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device passed testing by appropriately alarming when air was present distal to the device. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.